Event description:
A company represented reported, on behalf of the customer, that while using the evis exera iii duodenovideoscope the single use distal cover fell inside the patient's mouth. The physician had to use a scope to get the cover out because it was too deep in the patients mouth to retrieve. With the scope, the physician was able to retrieve the cover without further problems. There was no death, injury, or infection related to the incident. Despite multiple attempts for additional information, none was provided. This event requires two reports. Patient identifier (B)(6) is for the single use distal cover (this report). Patient identifier (B)(6) is for the evis exera iii duodenovideoscope.